Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to an emergency room after the device had unexpectedly vibrated while the patient was lifting bails of hay. Low sensing amplitude and low impedance were noted. The rv lead was unable to pace. Chest x-ray was performed. During lead repositioning, the helix was unable to be retracted. The lead was explanted and replaced. The patient condition is fine.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.